Event description:
Pt had left breast cancer, and underwent mastectomy on 1/23/96. Pt had a port-a-cath implanted in right subclavian vein. (For chemotherapy administration on 2/22/96). Pt finished her chemotherapy at 3 mo intervals. Pt noted that 3 mos ago, when pac was flushed, she experienced pain in the upper anterior chest. A chest x-ray on 9/10/97 showed fracture of port-a-cath, with a segment in the right ventricle. Pac was removed on 9/23/97. The remainder of the catheter has not been removed.